Manufacturer narrative:
(B)(4) device evaluation: the report that the hemostasis valve leaked when the catheter was removed from the sheath was confirmed. Returned was an arrow psi sheath. The sheath appeared typical. The lidstock for this kit is labeled for use with 7.5 - 8.0fr catheters. Psi module requirements specifies low pressure leak resistance of the hemostasis valve at 3 and 6 psi for 30 seconds. Using the lab leak tester, the sheath was tested with a 7.5fr thermodilution catheter from lab inventory inserted through the valve by injecting water into the distal end of the sheath for 30 seconds with the side arm closed. No leaks were observed. The catheter was removed and an attempt was made to leak check the sheath again. This time the valve leaked immediately when pressure was applied. A review of the device history records for the sheath did not reveal any relevant findings associated with the complaint issue. The probable cause of this issue is manufacturing related. Further investigation into this issue has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user performed flashing test prior to use of the sheath, and found no problem at that time. However, when the user removed the inserted swan ganz catheter from the sheath, blood leakage was found from the hemostasis valve of the sheath. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.